Manufacturer narrative:
Information contained in this report was previously submitted through asr on 24/jan/2011. A review of the device history record has been completed. No deviations or non-conformances noted. The events of pain, lump/nodule, crease/folding of implant and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, rupture and concern with the product.

Event description:
Patient reported a left side lump, folding, and pain. Patient additionally reported left side exchange from textured to smooth breast implants due to the patient¿s concern with the product, capsular contracture, baker grade unknown and rupture. Device remains implanted.